Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The third party service technician reported evaluating the device and found the turbine assembly to be defective. The technician replaced the turbine and the device is now in working condition. The suspect turbine has been returned to carefusion's failure analysis lab and if a full evaluation report is completed then a follow up report will be made.

Event description:
The customer reported the model ltv (lap top ventilator) 950 ventilator unit failed for high flows. The customer sent the device in for evaluation and repair. The customer reported that there was no patient involvement.